Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6008351, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008351 was manufactured according to the work instruction (wi) version 97.0, in the multivac m14, on 26/jul/2024, with a total of (B)(4) units. The sub-assembly: welding the lot 4g03917 was manufactured according to the form version 34.0 welding in the machine ls06-ls07, on 19/jul/2024, with a total of (B)(4) units. The lot 4g03915 was manufactured according to the form version 34.0 welding in the machine ls24-ls25, on 19/jul/2024, with a total of (B)(4) units. The lot 4g05771 was manufactured according to the form version 34.0 welding in the machine ls06-ls07, on 30/jul/2024, with a total of (B)(4) units. The lot 4e02385 was manufactured according to the form version 34.0 welding in the machine ls24-ls25, on 13/may/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4g02896 was manufactured according to the form version 64.0 and manufactured in the line sc08, on 22/jul/2024, with a total of (B)(4) units. The lot 4g02785 was manufactured according to the form version 64.0 and manufactured in the line ft02, on 12/jul/2024, with a total of (B)(4) units. The sub-assembly: gluing of connector the lot 4g03938 was manufactured according to the form version 37.0 in the gluing of connector in the line 03, on 19/jul/2024, with a total of (B)(4) units. The lot 4g03939 was manufactured according to the form version 37.0 in the gluing of connector in the line 03, on 20/jul/2024, with a total of (B)(4) units. The lot 4g03940 was manufactured according to the form version 37.0 in the gluing of connector in the line 03, on 23/jul/2024, with a total of (B)(4) units. The lot 4g05766 was manufactured according to the form version 37.0 in the gluing of connector in the line 03, on 29/jul/2024, with a total of (B)(4) units. The lot 4e00252 was manufactured according to the form version 37.0 in the gluing of connector in the line 03, on 11/may/2024, with a total of (B)(4) units. The lot 4e00251 was manufactured according to the form version 37.0 in the gluing of connector in the line 03, on 01/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that patient faced infusion set tubing detachment event on 10-oct-2025. The tubing got detached from the connector. The insertion site was between left and right abdomen. The infusion set was in use for few hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.